Event description:
10 hours after this lead was implanted, a loss of capture was noted. Capture was retained at a voltage of 8v. The lead was then removed and replaced with a new lead. Oos form states that the lead was thrown away.